Event description:
Event description guidant received information that during the implant procedure, this left ventricular lead displayed good sensing measurements. However, the lead would not capture and displayed high impedance measurements despite several different configurations. The physician elected to explant and replace the lead. Additional information received states that this lead was not removed from service as previously reported. Information states that this lead was recently taken out of service in 2012, with no complaints at the time.

Manufacturer narrative:
As of today, the lead has not been returned. If the lead is returned, or additional information becomes available, the event will be reopened. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Event description guidant received information that during the implant procedure, this left ventricular lead displayed good sensing measurements. However, the lead would not capture and displayed high impedance measurements despite several different configurations. The physician elected to explant and replace the lead.